Event description:
Literature: schapiro a, racadio j, kinnett d, maugans t. Combined c-arm fluoroscopy and c-arm cone beam computed tomography for the evaluation of patients with possible intrathecal baclofen delivery system malfunctions. Neurosurgery. 2011;69 suppl operative:ons27-33. Doi: 10.1227/neu.0b013e31821663a4. Summary: the authors present a case series of intrathecal baclofen (itb) catheter evaluations using combined c-arm fluoroscopy (cf) and c-arm cone beam CT (ccbct). Seven cases were retrospectively examined between (B)(6) 2009. Reportable event: the authors assessed patient 7, a (B)(6), who presented with increased spasticity or signs of baclofen withdrawal. During fluoroscopy, contrast pooled at the tip of the intrathecal catheter, this suggested loculations within the subarachnoid space vs migration of the catheter tip into the subdural or epidural space. Ccbct clearly demonstrated contrast confined to a small region of the subdural space, anterior to the thecal sac. At surgery, an attempt was made to redirect the catheter into the subarachnoid space; however, that attempt was unsuccessful. The intrathecal catheter was replaced, and the patient responded well.

Manufacturer narrative:
Continuation of concomitant medical products: implanted: unk explanted: unk.